Manufacturer narrative:
(B)(4).

Event description:
Accidental device ingestion by a child [accidental device ingestion by a child]. Case description: this case was reported by a consumer via other manufacturer and described the occurrence of accidental device ingestion by a child in a (B)(6) old female patient who received double salt dental adhesive cream (new poligrip sa) cream for an unknown indication. On an unknown date, the patient started new poligrip sa. On an unknown date, an unknown time after starting new poligrip sa, the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion by a child was unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to new poligrip sa. [Clinical course] on unknown date: the patient accidentally ingested new poligrip sa (intake amount: just licked). Symptom: absent. No further information is expected.